Event description:
It was reported that this patient had an untreated episode of care due to oversensing of noise by this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The physician reported a patient history ((B)(6) 2024), of an inappropriate shock due to oversensing of noise. At implant, the electrode was not implanted in the recommended or optimal position, substernal lead placement. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for additional troubleshooting, isometrics, massage and pocket manipulation. Device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.